Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a (B)(6) infusor sv (small volume) ruptured during filling at the hospital. The liquid inside the balloon splattered outside. The device was manually filled with an unspecified medication using a syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between february 26, 2021 to february 27, 2021. H10: the device was received for evaluation. Visual inspection revealed that the bladder was ruptured and the coil cap detached from the housing the ruptured bladder was further examined to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the rupture was not determined. The probable cause of the separated coil cap is likely due to the small lug diameter dimensions of the cover/housing. A small cover/housing lug diameter could have the effect of causing an oversized coil cap or a coil cap that is not sufficiently tight to detach from the cover/housing. The root cause of this diameter measurement is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.